Manufacturer narrative:
While on impella cp pump support, physician noted that when companion sheath device was delivered following 2:00 single access needle entry through the valve, minimal bleed back was observed from the lp sheath valve. The companion sheath was removed resolving the issue. Dr. Then opted to re-stick the valve at the 10:00 marking without issue and continued with the procedure. Additionally, the physician noted concern of the packaging of the new 14fr lps/cp10 packaging being too similar to the current version of cp with smartassist. But no reported defect with the packaging such as a missing or incorrect label.

Manufacturer narrative:
B1 adverse event was incorrectly selected on the initial report that was submitted. B2 required intervention should not of been selected on the initial report that was submitted. D4 lot number was added as it was omitted from the initial report that was submitted. D6a and d6b dates were added as they were omitted from the initial report that was submitted. H1 revised as incorrect selection was reported on the initial report that was submitted. H6 medical device problem code and investigation findings code were added and health effect - impact code was revised since the initial report was submitted.

Manufacturer narrative:
Patient-specific information, a4. Weight and b7. Medical history, is unknown. Additionally, product-specific information, section d4: unique device identifier, lot number, and expiry date and h4 manufacturer date, is unknown at the time of this MDR writing. Should this information become available, a supplemental report will be submitted accordingly. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Event description:
The complainant reported that a 14fr x 13cm lps was inserted via the right femoral artery. When companion sheath device was delivered following single access needle entry through the valve, minimal bleed back was observed from the lp sheath valve. The companion sheath was removed, resolving the issue. The physician opted to re-stick the valve at the 10:00 marking without issue and continued with the procedure. The physician was not concern with noted bleeding and commented on how smoothly the interaction between companion sheath on lps. Additionally, during a post-survey discussion with the physician concerns of the packaging/labeling was noted. It was said the outer box/packaging is unclearly labeled/identifiable. The impella device was removed in the procedure area with a survived outcome.